Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found a dirty collet in the reported problem area of the pipette assembly. A defective plunger clamp was also found in another area of the pipette assembly upon further inspection. The tip (collet) clamp, plunger clamp, and all lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to svc.